Event description:
Hcp reported the device was explanted, but didn't provide info on pt symptoms or the reason for removal. The device was returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.